Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
One week post implant, there was noise on the right ventricular lead and a lead replacement procedure was performed. During the replacement procedure, it was noted that the lead had been cut during the initial implant procedure. The lead was explanted and replaced and the patient was stable.